Manufacturer narrative:
Review of medical records finds the patient was treated for infection of another mesh, (mesh #2). Mesh #1 was reported to have been explanted as a precautionary measure. Based on review of records, there was no malfunction of adverse outcome associated with this device. Without a lot number, a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2015-00136 for information related to the composix kugel mesh implanted on (B)(6) 2005. Despite good faith efforts to obtain additional information, the complainant/report was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of the patient's medical records: on (B)(6) 2004, the patient underwent an open ventral repair of a subcostal hernia with implant of an alleged composix kugel mesh (mesh #1). On (B)(6) 2005, the patient underwent repair of incisional hernia using a composix kugel mesh (mesh #2). Doctor reports stated patient has a swiss cheese type abdomen with multiple defects. On (B)(6) 2011, the patient was admitted to the hosp with complaints of abdominal pain, nausea, vomiting and was admitted with a diagnosis of small bowel obstruction. On (B)(6) 2014, patient was diagnosed with abdominal wall abscess, probable infection of mesh #2 and underwent an I&d procedure. On (B)(6) 2014, the patient was diagnosed with mesh #2 infection. On (B)(6) 2014 - the patient underwent exploratory laparatomy with explant of infected mesh #2. Reported extensive lysis of adhesions and small bowel resection. Due to concerns of additional infection in the future it was decided to remove mesh #1 as well. On (B)(6) 2014, patient had multiple md visits and reported to be doing well.